Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited an impedance issue. Chest x-ray did not reveal any issues with the lead. The dependent patient was not symtomatic. The lead was capped and replaced successfully on (B)(6) 2018, the patient's condition was good post procedure.